Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported issue and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported the personal diabetes manager (pdm) delivered an uncommanded bolus of 12 units for 90 grams of carbohydrates while the patient was sleeping. As a result, the patient's blood glucose (bg) level was low and the patient was taken to the emergency room (ER) at kinderklinik reutlingen (childrens' hospital in reutlingen). The patient's mother had given the patient honey to treat the hypoglycemia and cramping before the ER visit, as a result, the blood glucose level reached 52 mg/dl. The patient was in the ER for 2.5 hours.

Manufacturer narrative:
The case reports that the device independently delivered an insulin bolus dose of 12.2 units for 90 grams of carbohydrates while the patient was sleeping. The patient experienced low blood sugar and required medical attention in the emergency room. Reportedly, the patient consumed honey to increase blood sugar and was in the hospital for approximately 2.5 hours. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files confirmed that a 12.2 u bolus was delivered by the system. The audit log files show that the 12.2 u bolus was based on a carb entry of 90 g and a blood glucose (bg) entry of 255 mg/dl. Review of the engineering log files showed evidence of interaction with the controller in order to program, confirm, and start delivery of the 12.2 u bolus, such as the press of the bolus button to open the bolus calculator, the entry of the carb value one digit at a time, the use of the use cgm button to load the bg value, and the pressing of the confirm and start buttons. Review of the user's settings found that the suggested bolus was correctly calculated and adjusted. No evidence of an uncommanded bolus was observed in the available log files. The patient was sent a new controller.